Manufacturer narrative:
D10 concomitant products: sig60ctamt, tri 2.0 sig60ctamt 60 CT med thk 12mm (lot#:n5b1545y), sigadaptstnd, sig power sigadaptstnd linear adapter (serial#:unknown), sigpshell, sig power sigpshell control shell (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a robot-assisted pancreaticoduodenectomy, the cartridge was connected and tried to fire, but the green button did not light up and the firing could not be done. When the cartridge was taken out from the outside surgical field, the jaw could not be opened. The nurse managed to detach it from the adapter and connected another cartridge, and it was able to be used without any problems. There was no patient injury.